Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the battery failed alarm occurred. There was no patient involvement or harm. This event was reported to have occurred during pre-delivery checking in the sales office. There was no delay to therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips representative confirmed the occurrence of "check vent: battery failed" (diagnostic code:1124). Following the evaluation of the device, the representative replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.